Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had difficulty charging and requested adhesive patches. The patient was sent adhesive patches to help the recharging issue. No further complications reported.